Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure case, the site loaded the device and the clips ejected. They used a similar device to complete the case. No patient consequence was reported.